Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 1059315 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1059315 and test base part number 190-430 / lot 105931. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all related MFR. Report numbers: 1221359-2022-02688 thru 1221359-2022-02695.

Event description:
The customer reported 8 false negative results with the ID now covid-19 performed on (B)(6) 2022 using lot number 1059315. This MFR. Report addresses patient results four (4) of eight (8). The customer reported a negative positive result with the ID now covid-19 assay performed on (B)(6) 2022 on an unknown sample generated a negative result. The sample was collect on the same day as the test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.